Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks due to noise caused by emi exposure during a surgery, which no magnet was used. The device was explanted and replaced. The patient was well post-procedure.

Manufacturer narrative:
No conclusion code available. The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.